Event description:
It was reported that (1) cdh29 was used during a low anterior resection procedure. It was reported by the rep that the surgeon tied the purse string around the anvil head and placed the cdh transanally bringing the trocars spike just anterior to the distal staple line. The surgeon then connected the anvil head and trocar spike and attempted to tighten down before firing. The surgeon noticed the anvil head had become detached and tried to place it back onto the trocar. Again the anvil head would not lock onto the trocar. The surgeon then removed the staples and anvil head and opened another device to finish the case without any pt consequence.